Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during patient treatment, parts of the electrode remained in the patient's body. Two failed attempts to retrieve the fragments were reported before a catheter was introduced. The broken fragments were passed out on (B)(6) 2022. Additionally, a flexible cystoscopy was carried out on (B)(6) 2023. The patient's health status is unconfirmed. No further information was provided.